Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller stated that patient was seeing "internal device battery is low" but they've only been implanted with this ins since september. Caller stated when patient sent screen shot of message, they could see in the background that amplitude was only at 0.3 ma. The caller was not with the patient. Tss reviewed that ins will need to be replaced and fast depletion could be due to a high impedance issue or if settings were high. Tss reviewed interrogating ins, checking impedances and obtaining mdt report. Tss reviewed returning ins for analysis once it is replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was because patient was turning up stim to 9.0. They mdt rep re- education on how you don't have to feel stim for it to work and the issue was resolved.